Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to loctite degredation/wear from normal use and repeated sterilization over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator device did not work. During in-house engineering evaluation, it was observed that the unit would not secure the blade. It was further observed that the unit¿s straining ring came loose, the motor was damaged, made excessive noise, and had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.